Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the reservoir was leaking and the insulin pump did not pass self-test. Customer blood glucose reading at the incident was 177 mg/dl. The leak was past both o-rings. The reservoir and the insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage inside reservoir compartment or on electronic or motor assembly noted. (B)(4).